Event description:
Serious injury involving one person. On 7/14, pt experienced discomfort in od eye and doctor noted white central spots. Culture revealed pseudomanas in solution. Tobramycin and vancomycin were administered. Pt was referred to a ctr in salt lake city, ut for corneal transplant. Lens mode/water content: focus visitint, 14.0, 8.9- 1.00, 55%; lot #: unk; eye involved: right; refraction: myopia; total duration of use (months): 13 days; number of days lens worn: unk; last visit to practitioner prior to symptoms: 7/1/97; type of lens care systen used: chemical; name of disinfecting system used: solocare; homemade saline used: no; number of days worn between cleaning and disinfecting: unk; number of days between cleaning and sympotoms: unk; days between symptoms and calling doctor: 1; self-treatment by pt: unk; hand washing before lens maipulation: unk; ulcer location: centrally located over pupil; visual acity before symptoms: with lenses, 20/20 00; visual acuity after symptoms: not documented at doctor's office; results of culture: pseudomonas; results of corneal biopsy and/or scrapings: unk; clinical diagnosis: doctor noted white central spots and second doctor diagnosed psuedomanas ulcer; treatment administered: tobramycin and vancomycin, and doctor referred pt for corneal transplant; prognosis: unk;